Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No alarm could be verified due to the keypad anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a missing end cap sticker, a cracked case near the display window corners and a loose and protruded drive support disk was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported an a33 alarm. The blood glucose reading was 114 mg/dl. The drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.